Event description:
It was reported that the zimmer electric dermatome had intermittent operation. No add'l clinical info was rec'd prior to this report. A f/u medwatch will be submitted if add'l clinical info is rec'd.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 1/30/2009 and was last repaired on 1/29/2013 for powering down. Eval of the device observed minor nicks on the 2 inch width plate and minor nicks along the leading edge of the control bar, but no anomalous operation of the unit was observed. Customer did not return a power supply with the unit. Prior to repair, the device was outside calibration only at the zero thickness setting on both the left and right sides, and the device was out of calibration on the side to side thickness setting. The device was serviced and returned to the customer.